Event description:
Pt presented for elective, scheduled outpatient port placement procedure on (B)(6) 2011. Pt returned on (B)(6) 2011, for port removal. At that time, the 3 inserted items were removed and accounted for. Pre and post chest x-rays performed to verify successful removal of all 3 items. On (B)(6) 2012, pt presented for eval of what was believed to be a foreign body at the port site. A small cylindrical blue sleeve was successfully removed from the pt. Upon investigation, the blue sleeve that was intended by the MFR to be a protective cover for the tunneler was utilized like a coupling agent as the two other blue sleeves in the kit are used. The cover blue sleeve is slightly larger than the two coupling blue sleeves and was left behind in the pt during the insertion on (B)(6) 2011 and removal on (B)(6) 2011. Because the sleeve is radiolucent, it did not appear on the post procedure chest x-ray. Recommendation made to company to eliminate blue protective cover from kit or change color and dead-end it.